Event description:
The customer responded to a possible drug overdose patient call. Using the device the crew ran a strip and then packaged the patient for transport. It was reported that once the crew got into the ambulance, they attempted to power the device back on, however, the unit would not power on. After several attempts to power the device on, the batteries were replaced and then the device was powered on. The device then stayed on for a short period of time before powering back off. The crew then removed the new batteries and turned the device back on. This time the unit stayed on until they reached the hospital. Once the crew was at the hospital. There was no defibrillation necessary during this event and there was no compromise to patient care as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. The battery power wire harness was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed wire harness, however, the reported power on and off failure was not duplicated. Further cause of the reported failure could not be determined.